Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient went in for a standard pne procedure. During the procedure, stimulation was delivered but no sensations were felt, even at higher amplitudes. Adjustments were made, but little stimulation was felt and the patient began to feel uncomfortable. Satisfactory test stimulation was not achieved, so the patient grew more uncomfortable and decided to abort the procedure. The patient reported to the emergency room and complained of pain and possible paralysis. The true diagnosis was unknown as the patient would not share medical information regarding their emergency room visit. There was no additional information available.

Event description:
It was reported that the patient went in for a standard pne procedure. During the procedure, stimulation was delivered but no sensations were felt, even at higher amplitudes. Adjustments were made, but little stimulation was felt and the patient began to feel uncomfortable. Satisfactory test stimulation was not achieved, so the patient grew more uncomfortable and decided to abort the procedure. The patient reported to the emergency room and complained of pain and possible paralysis. The true diagnosis was unknown as the patient would not share medical information regarding their emergency room visit. There was no additional information available.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device - loss/no stimulation, pain, paralysis was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.